Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), neuron max 6f 088 long sheath (neuron max), velocity delivery microcatheter (velocity), non-penumbra stent retriever. During the procedure, the physician made a pass using the jet7, neuron max, velocity and stent retriever. The jet7 was then removed simultaneously with the stent retriever to be flushed. After flushing, the physician noticed the jet7 distal tip became expanded approximately three centimeters from the distal tip. Upon further visual inspection, the physician noticed the inner wire of the jet7 to be broken. The procedure was completed using a new jet7, the same neuron max, velocity and, stent retriever. There was no report of an adverse effect to the patient.